Event description:
It was reported that the zimmer universal oscillating saw attachment had paint damage and anodizing chips came off of the saw attachment. There was no harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.